Manufacturer narrative:
(B)(4). Returned product consisted of an imager diagnostic catheter. The shaft and the remainder of the device were checked for damage. Visual examination showed no damage to the shaft. A .035 amplatz guidewire was inserted into the device with no restrictions or hesitations. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment on the guidewire occurred. The target lesion was located in the superficial femoral artery (sfa). An imager ii angiographic catheter was being used with a zipwire hydrophilic guide wire. During the procedure, the imager catheter was sticking to the zipwire and the physician was not able to advance it. The catheter and wire were removed from the patient together. The procedure was completed with another zipwire and a different catheter. There were no patient complications and the patient is fine.